Event description:
It was reported on (B)(6) 2026, that a 28 mm amplatzer septal occluder was chosen for implant to treat an atrial septal defect (asd) using a 12f amplatzer trevisio intravascular delivery system. The device was deployed using the standard asd technique. However, during expansion inside the patient¿s body, deformation of the left atrial disc was observed, described as a cobra-head configuration. The deformed occluder was retracted and redeployed two times. However, the deformation did not resolve. The deformed occluder was retrieved outside the patient prior to release from the delivery cable. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The device was replaced with another occluder of the same size, specifically a 28 mm amplatzer septal occluder using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.